Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated a background fault and entered into backup ventilation (buv). Additionally, it was reported that while running the extended self test (est) to clear the background faults, est failed. The device was not available for evaluation. Based upon the est failure codes reported to technical support, the hospital staff was instructed to replace the safety valve. After the hospital staff replaced the part, the unit returned to normal operation. There is not enough information to determine the cause of the buv. The cause of the est failure was isolated to a potential fault in the safety valve. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated a background fault and entered into backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator without injury. Additionally, it was reported that while running the extended self test (est) to clear the background faults, est failed.